Event description:
A medtronic representative reported that during a case utilizing mach cranial 5.2.5 navigation software on the stealthstation treon, they were getting flickering red/ green status on all instruments when attempting to navigate. The system functioned properly at the start of the case and the flickering began in the middle of the case. The tracking details view showed different markers flickering between green and red. There were no other stealthstation systems in the room. Moving the camera around to the sides, they were able to adjust the frequency of the flickering of the instruments. After using a scope probe, all of the instruments again went to green status, but the system stated that the microscope needed to be refocused on the frame. The surgeon decided to discontinue use of the navigation system for the rest of the procedure. No impact on patient outcome due to this issue.

Manufacturer narrative:
A replacement camera (a.k.a. Position sensor unit or psu), was sent to the site and installed on the system. New camera install resolved issue. Suspect camera returned for evaluation. Tracking was found to be normal throughout the volume during functional testing. The psu passed the accuracy assessment kit (aak) test at .06 mm but with above normal line separation of 1.77 mm. The test software adjusted the line separation to .08 mm. The psu passed subsequent functional and aak tests and is now fully functional. Root cause electrical.